Event description:
It was reported that unknown cartridge errors occurred on the pump. There was no adverse impact on the customer¿s blood glucose level. Customer resolved the issue by repeatedly attempting to load the cartridge until the process completed successfully, allowing insulin delivery to resume.